Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that the pump usb port was observed to be damaged, making it difficult for pump to connect to charger. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.